Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that a patient with a smiths medical portex® bivona® neonatal and pediatric tracheostomy tube pulled at tube, causing the trach to break off. The tube was reported to break at the top where it connects to the ventilator tubing which caused the wire reinforcement to uncoil. Subsequently, the patient's parents had to perform an emergent tube change out. There were no additional adverse effects.

Manufacturer narrative:
One bivona® neonatal and pediatric tracheostomy tube was returned for analysis in used condition. Visual inspection of the product revealed the shaft was separated from the connector, the wire was stretched and the whole adhesive was attached to the connector. A review of the manufacturing and assembly process was performed with no discrepancies noted. Review of adhesive curing was performed on 32 units with no adhesive issues noted. Fifteen samples were taken from the connector with force with 3 detaching from the shaft. However, the whole adhesive was observed to stay attached to the connector. Based on the evidence, the complaint was confirmed but the root cause is unknown.